Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported issue of the camera turning in the wrong direction was neither confirmed nor replicated. Additional findings that were not reported by the customer and not related to the reported issue were identified. The endoscope was found to have a scope bearing friction issue. The laser marking on the housing was damaged and there were markings on the housing. The distal tip and button were found to have mechanical damage. Upon visual inspection there was visible damage to the cable integrity. Visible light was seen through the cable jacket.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the endoscope (part#: 470057-05, serial#: (B)(4)) associated with this event has been performed. Per this review of the logs, the endoscope was last used on (B)(6) 2022 via system rsk (B)(4). There were (B)(4) uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This last usage of the device was before the reported event date. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, endoscope was turning in wrong direction. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.